Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the patient 's bg was 1.6 mmol/l per the paramedics but the cgm value was not provided." B6: relevant tests/laboratory data, including dates - correction h2: correction.

Event description:
A bg meter reading was taken; however, the patient could not remember the value and the cgm value was not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a seizure and her daughter called emergency medical services (ems). The patient 's bg was 1.6 mmol/l per the paramedics but the cgm value was not provided. The patient was treated with glucose and IV fluids but not transported to the hospital. At the time of the report, the patient has recovered from the event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.